Manufacturer narrative:
The reported event was patient death. As received, a partial lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient died due to hypertensive and atherosclerotic cardiovascular disease. It was unknown if the patient's implanted system contributed to their death. The patient's pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were all successfully explanted.